Manufacturer narrative:
Please note that while the specific lead lot number is unknown at this time, it is known that the lead lot number is either 0209147706 or 0208439951. (B)(4).

Event description:
The healthcare professional (hcp) reported through a manufacturer representative the patient experienced a fall back in therapy. Impedance testing was performed and too high of impedances were found on one side of the system. It was stated the lead was damaged. The patient was reprogrammed in an attempt to troubleshoot the issue, but the reprogramming did not give the therapy that the patient was used to. Because the cause was not revealed and could not be determined, the patient's lead and extension were replaced at that time. Replacement of the lead and extension resolved the issue. Additional information has been requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: analysis of the lead found ¿the #3 conductor was broken at the #3 electrode weld site (overstress/damage). The lead was returned with a piece of polymethyl methacrylate (bone cement) near the distal end. The lead was pinched 8 cm from the distal end. A thin layer of the bone cement was observed on the lead at the pinch site, indicating the original location of the bone cement. It cannot be determined when the bone cement migrated down the lead towards the distal end.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.